Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0b564, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0b564, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was initially reported that the patient never had therapeutic effect and had no stimulation sensation. The patient stated that she had had problems with stimulation since three weeks after implant. The patient noted that she only felt stimulation two times in three months. The only change the patient noticed was that when she went to the bathroom she still went two to three times, but the time between was shorter. The patient saw her healthcare provider (hcp) the friday prior to the report and was instructed to turn stimulation off and turn it back on, on the night of the report. The patient was afraid she had ¿a short or something.¿ the patient also noted that programmer training was ineffective because she was still under effects of anesthesia. The following day it was reported that the cause of the event was unknown. The event was attributed to the patient¿s neuropathy and she was not feeling appropriate sensations at times. There were no abnormal impedances. The patient asked to turn off the device and her symptoms were much worse. The patient wk to turn it back on, on the day of the report, to see if her symptoms improved. No hospitalization was required and the patient outcome was noted as no injury. It was later reported on (B)(6) 2014 that the patient does not understand the booklet regarding the on/off and sync button. The patient spoke with hcp office and felt they were playing games with her; saying patient was feeling it when she was not feeling it. From the beginning she did not feel stimulation where they said she should feel stimulation. The patient wanted to speak to someone down to earth who can explain and listen to her. It was noted all the stimulation was in the rectum area and not where they want it since implant and hcp was aware of it. The patient asked how it works within her and it doesn't make sense to her. Therapy was reviewed with her prior to implant quickly and she thought she understood it but she does not. The reason for implant is for urinating all the time or get to bathroom fast enough. The patient was feeling a vibration type thing up further on the left side; outside about one inch down separation from the rectum area. The patient was afraid that stimulation was not in the right spot. Patient services asked if therapy helped since implant. The patient noted she use to go 2-3 times and have to sit there and have to wait 2-3mins and going every couple hours. Since implant she was going every couple hours but she does not have to sit there and wait in between time before the second or third time going to the bathroom. The patient still had to change underwear because she was wet. The patient did not keep a diary. The patient has to get to the bathroom because if she doesn't she has carpeting and can't wait. The patient had tried all four programs and p1 , 2, 3 jolts her rectum. The patient was on program 4 at 3.7v. The patient noted the patient programmer battery may need to be changed. The patient's family was getting new batteries for the patient programmer. Patient services confirmed implant was on. The patient noted she will contact hcp office. The patient noted she did not think the lead was where it was suppose to be. The patient did not have fall or trauma. The patient hoped she would get some help.